Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported this pump lasted from 2008-2012. The pump again exhibited battery issues and had to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.